Event description:
Caller reported a malfunction on pump with a notification code, malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump and assisted the caller in doing so effectively, ensuring the malfunction code did not recur. Customer was advised to continue using the pump and to call back if the issue arises again, which they acknowledged and understood.